Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a no delivery alarm. A decreased battery life, damage to the pump screen, damaged battery cap, and rewind anomaly were also reported. No further details provided. The customer's blood glucose was unknown. The pump will not be returned for analysis.